Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking through nipple" and "contractions" baker grade unknown.

Event description:
Patient reported right side "leaking through nipple". Physician confirmed deflation and reported "contractions" baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "leaking through nipple". Physician confirmed deflation and reported "contractions" baker grade unknown. Healthcare professional confirmed right side capsular contracture baker grade iii/IV. Device remains implanted.